Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: I do have a separate incident I would like to document, though. A similar occurrence with lot (10)26025019. Photo is attached.